Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient experienced syncope of an undetermined etiology. The pacemaker was interrogated and some faster than expected and slower than expected pacing was observed, however during the syncopal episode, the device appeared to be pacing at the programmed lower rate limit of 60 beats per minute (bpm). The right atrial (ra) lead exhibited noise, however was not suspected as the cause of the patient's syncope. Some near syncopal episodes associated with high paced rates were reported in the hospital and thought to be related to hospital monitoring equipment and interaction with the pacemakers minute ventilation (mv) feature. No additional adverse patient effects were reported.